Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d5, d8, d8. Correction to g3 of the initial medwatch. The aware date should be 23-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to the olympus medical systems corp. For evaluation. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by deterioration of the power switch components due to long-term repeated use, because more than 9 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the power switch was damaged and the device didn¿t turn on occasionally. The device was used with an olympus video system center otv-s7v. There was no report of patient injury associated with the event.